Event description:
A registered nurse (rn) contacted baxter's technical service center regarding a question about the last drain, which occurred on the homechoice (hc) during use, during drain 3 of 3. The rn wanted to know why the last drain was close to 4000ml. The rn stated that on the last drain (drain 3 of 3), the patient stated that the display was close to 4000ml. The rn stated the ultrafiltration (uf) equaled 1297ml. The cycle 1 uf equaled -191ml, the cycle 2 uf equaled -122ml, and the cycle 3 uf equaled 1610ml. The patient was using 2.5% dextrose solution. The fill volume equaled 2500ml for three cycles. The total fill volume equaled 7499ml. The technical service representative (tsr) asked if there were any alarms and the rn stated no, and that the initial drain volume equaled 2555ml. The rn would use the hc tonight and see if they needed to increase the minimum drain percentage to 90%. This complaint met increased intra-peritoneal volume (iipv) criteria (includes any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.